Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen completely gray and unreadable. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 136 mg/dl.